Event description:
It was reported " once inserted almost continuous high-pressure alarms, dumping helium gas. Switched to another pump, had same issue. Stabilised and transported by rd to the alfred, used a total of 3 bottles of helium. Straight to cath lab and had catheter removed pt now stable".additional information states " the device was removed in its entirety." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number recorded on the complaint report matches the serial number on the returned sample. Returned for investigation was a 40cc 7.5fr ultra intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the shipping pouch and was in a sealed ziploc bag. Upon return, the teflon sheath was noted on the returned iabc; clear fluid was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The distal portion of the iabc bladder was noted wrapped (or considered twisted); the remaining portion of the iabc bladder was noted fully unwrapped. A kink to the iabc central lumen was noted at approximately 5.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The customer submitted photos were reviewed. In both photos, the iabc bladder was noted wrapped (or considered twisted) near the distal portion of the iabc bladder. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping and was consistent with being twisted. The pump triggered the "high pressure" alarm within 1 minute after the pumping was initiated. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle and proximal portion of the bladder had inflated but the distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.1cm from the iabc distal tip, which is the location of the previously noted kink. The guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "last half of the catheter had not unfurled" is confirmed. During the investigation, the distal portion of the iabc bladder was noted twisted. During functional testing, the bladder would not fully inflate or unwrap. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported " once inserted almost continuous high-pressure alarms, dumping helium gas. Switched to another pump, had same issue. Stabilised and transported by rd to the alfred, used a total of 3 bottles of helium. Straight to cath lab and had catheter removed pt now stable". Additional information states " the device was removed in its entirety." The patient's current condition is reported as "fine."